Event description:
It was reported that pump experienced repeated cartridge alarms that did not occur during cartridge loading and had been seen with consecutive cartridges, leading to concern about continued insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts to replace pump.